Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an evaluation for a knee surgery clearance. Upon interrogating the pulse generator, there were alerts for right ventricular lead impedance below lower limit with the most recent lead impedance at 260 ohms. The right ventricular lead also had stored episodes of noise reversion and high ventricular rate which appeared to be lead noise. In addition, the atrial lead had episodes of inappropriate auto mode switch due to lead noise. The pulse generator was already programmed to vdd where it was noted that the atrial lead previously had poor sensing and intermittent capture. The physician reprogrammed the leads prior to and after the procedure to accommodate for the anomalies. The physician stated that the patient did not appear to require right ventricular pacing. The ventricular lead was then programmed to 6.0 v output and sensing was changed to auto. It was noted that the lead was tested with uni-polar tip and ring sensing and pacing with no successful sensing or capture without stimulation of the pocket. The patient was in stable condition and no other changes were made. Related manufacturer reference number: 2017865-2020-06900.